Event description:
It was reported that prior to an angioplasty procedure, the inflation portion allegedly broke. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one valeo balloon has returned for evaluation. On the visual evaluation of the device, the device in two segment in which it consist of y-body and catheter which was still inside of the plastic tubing, balloon protector was still placed over the balloon and stent was still intact over the balloon. No other anomalies noted. No functional evaluation performed due to the condition of the sample returned. Therefore the reported detachment of device component is confirmed as the device returned in two segments.the definitive root cause for the reported detachment of device component could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2022),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that prior to an angioplasty procedure, the inflation portion allegedly broke. There was no patient contact.